Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;184623,,D,2014,Valiant,VAMF3434C150TU; VAMC3434C200TU,C76126;186151,,D,2014,Valiant,VAMF3838C200TU; VAMC4040C200TU,C76126;214118,,D,2014,Valiant,VAMF3632C150TU; VAMC3632C150TU,C76126;234986,,D,2014,Valiant,VAMC2828C150TU,C76126;240575,,D,2015,Valiant,VAMF3232C150TU,C76126;259553,,D,2015,Valiant,VAMF3232C150TU,C76126;276006,,D,2015,Valiant,VAMF3636C200TU; VAMF3636C150TU,C76126;315264,,D,2016,Valiant,VAMF3636C150TU; VAMF3636C150TU,C76126;316542,,D,2016,Valiant,VAMC2626C150TU,C76126;328207,,D,2016,Valiant,VAMC3434C200TU; VAMC3838C150TU; VAMC4040C150TU,C76126

Manufacturer narrative:
EXEMPTION NUMBER: E2015028. TOTAL NUMBER OF DEATH EVENTS BEING SUMMARIZED: 10.

Event description:
THIS EVENT IS BEING REPORTED AS PART OF A BULK DATA RELEASE PROVIDED TO MEDTRONIC FROM THE SOCIETY FOR VASCULAR SURGERY - PATIENT SAFETY ORGANIZATION TEVAR DISSECTION SURVEILLANCE INITIATIVE. THIS DATA HAS BEEN PROVIDED TO MEDTRONIC BY A THIRD PARTY (M2S) AND IS LIMITED AND DE-IDENTIFIED.